Manufacturer narrative:
Two opened knives wrapped in gauze with no tip protector, in a bag were received for the report of dull blades. Samples were visually inspected, sample # 1 - blade tip was observed to have a bent tip. Penetration testing could not be performed due to the damage of the sample #1. Sample #2 was found to be conforming. Functional penetration testing was performed for sample #2 and found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample #1 is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample #1 could have contributed to the customers reported issue of dull blades. The returned opened sample #2 was found to be visually and functionally conforming, therefore dull blades as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic cutting knives were found to be dull during surgery. Details of procedure was not reported. The surgery was completed on the same day. There was no patient harm. Additional information has been requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).